Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral tissue atrophy. The patient experienced an increase in urine leakage 6 months prior to the replacement surgery. The physician indicated the cuff size and location were correct when initially implanted. A new artificial urinary sphincter was implanted. The patient was healing following the surgery.